Event description:
The following has been reported: biomed reported: no patient harm IV pump is having an issue. Staff are stating the pump is giving a "pump problem, service pump." Message. Verified in the history log on the pump. Serial number: (B)(6). A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.